Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion, as differing remaining longevity estimates had been displayed by the device over the prior year. Technical services (ts) recommended completing an analysis of the device and programmer data. No adverse patient effects were reported. This pacemaker remains in service.